Event description:
Boston scientific received information that during a normal device replacement procedure, the physician was unable to back the setscrews out of the header for this atrial lead. It was noted that when the physician pulled on the atrial lead, the insulation separated from the lead. The decision was made to cut and surgically abandon the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.